Manufacturer narrative:
Sorin group (B)(4) manufactures the s3 roller pump. The incident occurred in (B)(6). This medwatch report is being filed on behalf of sorin group (B)(4). A sorin group field service representative was dispatched to the facility to investigate. The service representative learned that the case was continued by removing the speed knob and turning the nut. The service representative examined the device and confirmed the reported issue. Inspection of the defective speed potentiometer knob found that it was damaged on the inside. The service representative replaced the speed potentiometer knob and subsequent testing found no further issues. A technical safety inspection was successfully completed and the device was returned to service. Sorin group (B)(4) concluded that the issue was caused by normal wear-and-tear of the device, which is over 20 years old. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. There is no trend for this type of issue. Sorin group (B)(4) will continue to monitor the market for trends related to this type of issue. Evaluated on site by sorin service rep.

Event description:
Sorin group (B)(4) received a report that the s3 roller pump could not be shut off completely during a procedure. There was no report of patient injury.